Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the live fluoro is not coming up on the flex vision monitor. The system was in clinical use, during this issue occurred and the procedure got delayed. The review of the log file shows some issues with the 24v power supply of the b-cabinet. Fse troubleshooted the live video feed and moved on with 24v power supply, it was observed that the most likely to cause the reported issue. After troubleshooting the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live image was not coming up on the monitor. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.